Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the 8-15 lead was showing intermittent values up to 40k ohms. It was reported the neurostimulator (ins) was recently replaced. It was reported the manufacturer's representative (rep) had programmed only the 8-15 lead and palpated to see if the patient would feel stimulation. The patient confirmed a shocking sensation was felt, indicating loose connection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not determined. It was re ported both leads were replaced at time of revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient had a lead revision on (B)(6) .